Manufacturer narrative:
The lens has not yet been received by the MFR for analysis. A review of the product history records indicates the product met release criteria. There have been no other complaints received for this lot number.

Event description:
The physician reported the intraocular lens displayed a brownish discoloration post operative implant affecting the pt's visual acuity. Cornea clear, visual acuity with correction o.4. The lens was explanted in 2007.